Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the contested drill extension has shown that the collet chuck is jammed in the collet sleeve. The jam was removed. Please note that the collet chuck should not be overtightened, up to stop of collet thread and up to stop of collet chuck. The instruments of the epoca revision set are subjected to a high degree of tension and should therefore be checked prior to each use to guarantee their good working order. Further investigations with regard to the manufacturing process and the material did not show any deviations from the specifications.

Event description:
Instrument jammed; the thread has jammed and could not release. This is 1 of 1 report for complaint (B)(4).